Event description:
Pt called alleging one touch ultra meter was reading inaccurately low. In the morning, (doesn't remember the day) pt woke up feeling low (shaky), pt tested blood and obtained a reading of 138mg/dl. Pt drank orange juice, but did not take insulin. Pt started feeling worse and was taken to ER by a neighbor. At the ER about 20 mins later they obtained readings of 275 and 330mg/dl. Pt was treated with insulin and released when pt's blood sugar was stable. No further info was reported.